Manufacturer narrative:
Additional information has been requested and, if made available, will be reported in a supplemental.

Event description:
It was reported that pt has had pain over time, unsure of when exactly the screws broke. We removed 2 broken screws at s1 level (original surgery involved l5-s1).